Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the device was prepped according to the instructions for use (IFU) and the IFU was followed during the procedure. The physician attempted to deploy the stent manually by rotating the external slider counterclockwise; however, resistance was encountered and the external slider became completely stuck, preventing completion of the deployment. To remove the partially deployed limb, a larger incision was made in the groin area. It was noted that a slight arterial dissection occurred during removal of the partially deployed stent, which was surgically repaired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: 1 still image and a 5 second video received for analysis. Image depicts the distal section of an endurant delivery system. The first two rings of the stent graft have been deployed. Video depicts an attempt to retract the trigger of the delivery system; the trigger appears to be stuck and will not retract. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1620c124ee stent graft was intended to be implanted during the endovascular treatment of an iliac aneurysm. It was reported that during the index procedure, when implanting the stent graft using the controlled release technique, the trigger jammed preventing the release of the stent graft on strut number 2. Another endurant ii stent graft was used to complete the procedure. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
E. Corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.